Manufacturer narrative:
Reference: voluntary medwatch report #: mw5148792.

Event description:
It was reported that the patient was implanted with a right atrial lead and subsequently developed a hematoma. The patient was hospitalized, and the hematoma was drained. No further adverse patient consequences were reported. No further information was available.